Event description:
It was reported that the bd intima-ii¿ prn y adapter experienced difficulty activating the safety mechanism. The following information was provided by the initial reporter: when placing an indwelling needle under the doctor's order for a patient, the new package of the indwelling needle was opened for inspection, and it was found that the core of the indwelling needle could not be pulled out, so it could only be replaced with another new closed intravenous indwelling needle, which did not cause adverse effects on the patient.

Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received.  The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly.  Our business team regularly reviews the collected data for identification of emerging trends.